Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. During the initial device evaluation, the reported malfunction was not confirmed as it could not be reproduced by olympus personnel. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be identified. However, the following causes can be inferred from the survey results. Since the failure phenomenon is not reproduced by the investigation team, it is likely that there was no abnormality with the device and that it was caused by events other than the device in question. There is a possibility that the indicated event occurred due to a communication error between the processor and the scope. Possible causes of communication failure between the processor and the scope are as follows: moisture or other foreign matter was stuck to the connector terminal of the connected scope. Abnormalities such as equipment failure occurred in the scope used when the event occurred. The IFU contains the following statements: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected. It was burned in (assessed) test with the clv-190 along with gif-h190 scope and then with the clv-190 along with the h180 scope for 5 hours but was unable to identify any problem with image or functionality. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. At the beginning of a procedure, it was found that the image loses its color and then disappears. It looks like the processor or light source may have gotten or burnt out because there were some red images with some streaks that appeared. There was no patient involvement. No additional information was provided.